Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a computed tomography (CT) scan taken at the patient¿s follow-up visit revealed a retrograde dissection in the aorta just proximal of the left renal artery. There are no patient anatomy anomalies. It is unsure whether the dissection was present prior to the (B)(6) 2014, aaa procedure. There is no impairment to the patient, the physician is taking a wait and watch approach.